Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to corroded motor home switch. The device was unable to perform the displacement test due to motor error alarm. The insulin pump was received with scratches on the display window, cracked display window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 413 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in a 30 day period. Customer advised they received motor error alarm two days in a row and they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.